Event description:
It was reported that the patient, who was part of a study, is deceased. Further review of the manufacturer's database indicated the patient died approximately ten months after device implant. No information was available related to the patient's death and the patient was not in the hospital at the time of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.